Event description:
It was reported to nuvectra that the patient experienced an infection post implant. The patient showered following the implant and did not remove the dressing on multiple occasions. Subsequently, the system was explanted due to moisture against the skin resulting in an infection.